Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and the archive data review. The root cause for user advisory (ua) 07 was due to defective load cell. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. During the visual inspection, unrelated to the reported complaint, a cracked front enclosure was observed on the platform. This observed issue was likely due to user mishandling, such as a drop. The front enclosure needs to be replaced to address these issues. The autopulse platform failed the initial functional testing due to user advisory (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. The load cell characterization test revealed that the load cell module 2 was defective. The defective load cell needs to be replaced to remedy the (ua) 07 error. A review of the archive data showed (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. In addition, unrelated to the reported complaint. The archive showed the occurrence of user advisory (ua) 04 (battery too low) around the reported event date. The error message was cleared by the user and was not reproduced during the functional testing. The (ua) 04 error message indicates that the battery's remaining capacity drops below 250mah. To clear the error message, replace the battery and place the removed battery into the multi-chemistry charger (mcc). Based on the archive data, the (ua) 04 error was cleared by the user after the autopulse platform was restarted. Waiting for the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the shift check, the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The crew was unable to clear the advisory after resetting the battery and placing the manikin on the platform. No patient involvement.